Event description:
A medtronic rep reported a surgeon alleged that when using apt and tactile probes, the tip of the instruments are in one place but the tracker is rotated and it appears that the tip of the instruments are moving. The site was able to complete the spine procedure using a separate set of instruments. There was no impact on the pt outcome.

Manufacturer narrative:
Site declined to provide pt demographic info. A medtronic rep reported that following the event, the suspect instrument set has been taken out of service. The site has reported no further issues. Software has not been evaluated as of the date of this report.